Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the device was used in several surgeries and always got too hot. According to the surgeon no harm for patient, operator or third party occurred. The surgeries were finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed. The manufacturer evaluation revealed that the handpiece did not reach full speed and temperature was increasing after 1 minute during functional testing. The device was dissassembled and the sensor magnet was found twisted to the control magnet resulting from a failing adhesive for the sensor. The adhesive connection between sensor and sleeve was already improved in april 2023, however the device was manufactured prior to this change. The most likely cause was attributed to a supplier manufacturing issue.